Event description:
It was reported that when the crosssail balloon catheter was used from pre-dilatation, an embolism was observed. The thrombosis was suctioned and the crosssail was re-delivered to make another pre-dilatation. Resistance was noted with the guide wire, so all devices were removed together out of the pt. The balloon catheter was removed from the guide wire in vitro, but the shaft was stretched due to removal force. The guide wire was further used for the procedure. The physician commented that thrombosis probably affected the resistance. No add'l event or pt info is available. The returned product analysis revealed a shaft separation. The shaft separation was not reported; however, it was reported that the balloon catheter was removed from the guide wire with force outside the pt's anatomy and that the shaft stretched due to the forced removal. This same force mostly likely caused the separation of the shaft. This event is not being reported for this issue, but it is being reported for the embolism which required treatment.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood on the balloon and shaft and in the balloon, inflation lumen and guide wire lumen. There was contrast on the shaft and balloon. The balloon was loosely folded and partially filled with blood. The shaft had separated at the midlap joint 10 cm proximal to the guide wire exit notch. The separation faces were stretched and torn. The shaft was stretched 2 mm at the proximal end of the guide wire exit notch. There was a .5 mm tear in the distal end of the tip. Also there was a kink in the distal end of the tip .5 mm proximal to the distal end of the tip. No other damage to the balloon catheter was noted. A laser micrometer was used and the crossing profile was measured and met manufacturing criteria. Using a crossing profile block, the 2/3 profile was measured and met manufacturing criteria. A new bmw guide wire was backloaded through the balloon catheter without resistance. Product performance engineering reviewed the case description and analysis of the returned balloon catheter. The analysis was unable to confirm the complaint, as attempts to replicate the case description were unsuccessful. Factors that may contribute to the resistance difficulty can be related to associative device interaction, pt anatomy, pt disease state, or technique. A definite root cause of the resistance during the procedure could not be determined. However, there was observed blood in the guide wire lumen and the case details described the occurrence of an embolism, which may have contributed to the reported resistance. In addition, the physician suggested "that thrombosis probably affected the resistance." The pt anatomy appears to have affected the clearance between the guide wire and catheter, which appears to have contributed to the resistance difficulty. A new guide wire was backloaded through the catheter without any observed resistance. The guide wire used during the procedure was not returned, which may have aided the investigation. Based on the reported case description and analysis of the returned device, the reported difficulties appear to be related to the operational context use of the device. The analysis observed stretching proximal to the guide wire exit notch. In addition, the separation faces were stretched and torn, which suggests the device was subjected to a tensile overload. There was also kink and tear damage observed at the tip, which may have contributed to the resistance difficulty. However, a new guide wire was able to be backloaded through the catheter without any observed resistance. A definite root cause of the observed damage could not be determined, but the observed damage was likely a result of the actions to remove the guide wire from the catheter, as the case details described. As stated in the instructions for use (IFU), embolism is a known possible adverse event that is associated with the use of crosssail balloon catheter. The lot history record was reviewed and there were no non-conformities associated with this product lot. This MDR is considered closed by the product performance group.